Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited no capture at the maximum outputs available. The issue was suspected to be caused by twiddler's syndrome, and a micro-dislodgement could not be excluded. No patient issues and no asystole were noted because of the loss of capture. A lead revision procedure was performed where this lead was surgically abandoned and a new rv lead was implanted. No additional adverse patient effects related to the procedure were noted.